Event description:
Information was received indicating that a smiths medical cadd medication cassette reservoir was found to be leaking when the technician was packing the order. No patient involvement and no adverse effects were reported.